Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: the pump information from the date of the complaint had been overwritten due to continued use. The pump was exercised for 24 hours with no loss of prime warnings duplicated.